Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient returned to the office for follow up with a broken bolt on the rocker bottom. No additional information is available at this time.